Event description:
It was reported that while the caregiver was pushing the patient to the side, and while the patient was up against the side rail of the totalcare bed, the bed's side rail dropped down and the patient fell to the floor. The customer noted that the patient was not injured from the fall and that the bed's siderail will no longer latch. The customer also reported that the bed was alarming (unknown type) with some of the bed's hydraulic functions not working. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that while the caregiver was pushing the patient to the side, and while the patient was up against the side rail of the totalcare bed, the bed's side rail dropped down and the patient fell to the floor. The customer noted that the patient was not injured from the fall and that the bed's siderail will no longer latch. The customer also reported that the bed was alarming (unknown type) with some of the bed's hydraulic functions not working. The totalcare bed is intended to provide patient support in healthcare environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The bed's siderails are intended to be a reminder to the patient of the unit's edges, not a patient-restraining device. When appropriate, hill-rom recommends that medical personnel determine the proper methods necessary to make sure a patient remains safely in bed. The totalcare bed's siderails have been designed for one-step operation. Siderails in the raised position are intended to make the patient aware of the proximity of the edge of the sleep surface. Siderails in the down position, below the patient's surface, facilitates a patient¿s entry or exit from the bed. This design feature also facilitates unobstructed access to the patient. The IFU instructs: to raise a siderail, pull the siderail up until it latches into the locked position. When you raise the siderails, a "click " will be heard when it latches into the locked position. Once the "click" is heard, gently pull on the siderail to make sure it is latched properly. Additionally, the device IFU states "applying forces greater than 100lbs into a side rail while the patient is on his or her side may create an unstable bed situation, care should be taken when a patient rolls against a side rail. The inspection performed by a hillrom technician of the bed notes that the bed's siderail was damaged prior to the event during the patient's relocation of residence and bed (it is unknown if the siderail securely latched following damage that occurred during the move). Upon inspection, the technician notes that the hydraulic valve for the bed's foot section was replaced as well as the necessary components for the side rail. Once replaced the bed was noted to be functioning as designed. In this event, no injury occurred, as reported by the customer, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The cause of the event is likely due to use error (applying force to the siderail/ use post damage to the device). If the reported event were to recur, it would be likely to cause or contribute to a death or serious injury. Prevention of this type of event is outlined in the device IFU.